Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that noise was noted on this dextrus right ventricular lead possibly due to patient seizures. The physician suspects insulation damage on this lead and the lead was explanted. No adverse patient effects were reported. The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.